Event description:
Related to MFR report # 2183959-2012-01421. It was reported by the plaintiff's attorney that an ams perigee with intepro system device was implanted to treat pelvic organ prolapse; dates of implant not provided. Plaintiff's attorney alleges plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." Plaintiff's attorney also alleges that the plaintiff was "forced to undergo extensive medical treatment, including operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue and nerve damage, the use of pain control medications, injections into various areas of the pelvis, spine and the vagina and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.